Event description:
A customer reported to baxter (B)(4) of one interlink continu-flo set, in which when they connected a secondary line on the upper y site, the lever lock was not able to open the split septum. The secondary medication was unable to infuse. The process step is during use; however, no patient involvement or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.